Event description:
It was reported that during a procedure, the lasso catheter was manipulated by using stereotaxis (v-drive), but it dislodged into the ra. After another transseptal puncture, the physician was manually mapping the la by using the lasso catheter when the catheter was trapped in the mitral valve. The physician was able to free the lasso catheter but had to withdraw the sheath. The physician said that the patient is well and no damages to the heart could be identified. The patient had received 10,000 units of heparin, and the case was discontinued in order to avoid a possible risk of bleeding in the groin which might have been caused by another puncture.

Manufacturer narrative:
(B)(4).